Event description:
Dexcom was made aware on (B)(6) 2025, that on the same day the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient experienced a skin reaction which occurred one day after the sensor had been inserted in the abdomen. Prior to sensor insertion the area was prepped with alcohol. The patient developed redness, inflammation, and swelling under the sensor pod area only. On (B)(6) 2025, the patient consulted her primary care physician who prescribed an oral antibiotic medication (clindamycin, unspecified dosage). At the time of report, the patient was doing well. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).